Event description:
It was reported that the site's handheld would continually freeze following successful interrogations and other screens. It is unk if troubleshooting was performed to resolve the event but the site requested that a new device be sent to replace the non-working device. The non-working device has been returned to the MFR and analysis is underway. However, it is unk that under certain conditions this type of screen freeze event can occur with the (B)(4) handheld computer and cyberonics (B)(4) software.